Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced mild peri-lead edema related to both implanted leads. Therefore, the patient was treated with an oral steroid. The edema was assessed to be causally related to the procedure, device, and stimulation. The patient is currently recovering.

Event description:
It was reported that the patient experienced mild peri-lead edema related to both implanted leads. Therefore, the patient was treated with an oral steroid. The edema was assessed to be causally related to the procedure, device, and stimulation. The patient is currently recovering. Additional information was received that the event was causally related to the procedure and the hardware, and not related to the stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7092381.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7092381.

Event description:
It was reported that the patient experienced mild peri-lead edema related to both implanted leads. Therefore, the patient was treated with an oral steroid. The edema was assessed to be causally related to the procedure, device, and stimulation. The patient is currently recovering. Additional information was received that the event was causally related to the procedure and the hardware, and not related to the stimulation. Additional information was received that the patient had experienced mild drowsiness therefore, a computerized tomography scan was performed and had confirmed the presence of mild peri-lead edema.